Manufacturer narrative:
On 04/15/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed. On 04/20/2016 a medtronic representative, following-up at the site, made recommendations to have the surgeon increase the number of points collected on the bridge of the nose during tracer. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic ent representative reported that, while in an ear, nose and throat (ent) procedure, the surgeon alleged an inaccuracy. No further details regarding this issue, or specifically when it occurred, were provided. The site was using tracer registration and were initially accurate. Part way through the surgery they deemed they were 3-4 millimeters in the anterior direction. They re-registered and the inaccuracy persisted. The surgeon opted to continue and completed the procedure without the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
A software investigation was completed and confirmed the tracer pattern could be improved by increasing the number of points collected on the bridge of the nose during tracer. Software is functioning as designed. The instructions for use (IFU) that accompanies the device provides guidance for multiple registration methods. A medtronic representative, following up with the site, reported that the surgeon uses the system frequently and is familiar with registering a patient.